Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 328mg/dl. Troubleshooting was performed. The time, date, and bolus wizard were correct. The father stated that the customer woke up sick and he did not bolus at all the day of the event. Reviewed the alarm history and found multiple motor error and no delivery alarms. It was mentioned that the customer changes the site every four to five days. Advised the caller the importance of changing site at the most every three days. The self and displacement test were performed and they passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.